Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was not helping with their pain so they stopped charging it 6 months prior to the report. The ins was in overdischarge. The rep reset the device. Follow-up was conducted to determine the if the issue had resolved. No further complications were reported. Additional information was reported that the patient's lack of pain relief was not determined. The rep was not able to get the ins out of overdischarge after two attempts. The patient did not want to do a 3rd device reset. The patient is going to see the doctor next week. No further information was reported. Additional information was reported that no other steps have been taken to resolve the patient's overdischarge, and the patient does not want anything done. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.